Event description:
It was reported that the surgeon drilled the flip cutter using the new anatomic marking guides up through the posterior tibia. When surgeon went to drill the flip cutter in standard fashion, the cutter's outer sleeve unraveled and part of the flip cutter outer sleeve was stuck in the drill tunnel. Surgeon retrieved most of the main body of the flipcutter but part of the outer sleeve and the articulating tip remained in the posterior tibia. The reporter stated that the surgeon felt that the oblique nature of his tunnel in regards to the posterior tunnel may be too steep of an angle for the flip cutter on the hard cortical bone which may have caused the malfunction. Surgeon then made a posterior lateral incision and retrieved the remaining pieces of the flip cutter and then switched to the achilles inlay pcl reconstruction. Procedure: arthroscopic pcl reconstruction. Result good.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device met all material specifications as received. The evaluation revealed a bent shaft, a partially torn actuator tube, a broken cross pin, indentations on the cutter tip and a twisted inner rod. Evidence of weld is present on the cross pin, inner shaft and actuator tube. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If the device is returned and additional information is obtained, a follow-up report will be submitted.